Manufacturer narrative:
Date of event/therapy date was (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had become disconnected from the patient. The transfer set was not being used for peritoneal dialysis therapy at the time of the event. The patient was given prophylactic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.